Manufacturer narrative:
The customer¿s report of an overinfusion of remifentanil was confirmed. Analysis of the pcu event log shows that the dose was originally entered as 1mcg/kg/min, which made the rate 75.6ml/hr. The infusion delivered 0.4199ml at this rate in approximately 1 minute and 6 seconds. The infusion was then paused and the dose was changed to 0.05mcg/kg/min, which made the rate 3.78ml/hr. The infusion ran at this rate until 7:54 am. The total volume recorded as being infused from the start of the infusion until the device was channeled off was 1.6169ml. The root cause was identified as user programming.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the syringe pump was programmed to deliver 0.5 mcgs/kg/min of remifentanyl and the patient received 3 times the programmed dose in less than 5 minutes. The patient experienced severe bradycardia (hr=29) with hypotension. The infusion was stopped, and atropine and robinul were administered. The patient was slow to respond to atropine, but eventually achieved normal heart rate and bp stabilization. The customer reported no patient injury.